Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh proficiency fluid result was obtained when tested on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined, however, pre-analytical fluid handling and storage cannot be ruled out as contributing factors. There is no evidence to suggest the vitros tsh reagent or the vitros 5600 analyzer contributed to the event. A definitive root cause was not found; however, the investigation is on-going.

Event description:
The customer obtained a lower than expected vitros tsh result from a proficiency fluid processed on a vitros 5600 integrated system. Proficiency fluid vitros tsh: 0.70 miu/l vs. Target value of 0.978 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient sample results being affected or reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).